Event description:
Boston scientific crm received information that during a follow up visit, this device displayed an exit block had occurred. In addition, the non-guidant right ventricular lead displayed high impedance measurements and the patient experienced a heart rate of forty beats per minute. The safety switch feature had been programmed on. The device was reprogrammed to unipolar pacing/sensing mode with normal pacing resolving the issue. No further adverse patient effects were reported. Approximately five years later, this device was received for analysis without further allegation against this device.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
- -

Manufacturer narrative:
(B)(4). Upon completion of the analysis, this event will be updated.